Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue under normal operating conditions. However, physio was able to duplicate the reported issue with the battery in a low charge state. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power. The battery pins in the device were replaced and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that their device delivered a shock to the patient and either entered service mode or powered off. In this state defibrillation therapy may not be available to a patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control determined that the customer was using batteries past their recommended useful life. The batteries were discarded. The likely cause of the reported issue was old batteries, however a conclusively cause could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. The customer advised that their device delivered a shock to the patient and either entered service mode or powered off. In this state defibrillation therapy may not be available to a patient if needed. This issue is patient related; however there was no adverse patient outcome reported.